Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 165mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted however, found corroded motor home switch during visual inspection. The motor passed motor test, and the rewind function operated properly during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.